Manufacturer narrative:
H4: the lot was manufactured between july 8, 2021 to july 9, 2021. The actual device was not available; however, a photograph of the device was provided for evaluation. Visual inspection of the photograph showed fluid inside the bladder which suggested an underinfusion may have occurred. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor under infused. It was reported that ¿only around 50mls taken on from a 230ml infusion¿. This was observed during a 24 hour patient infusion. The device was filled with piperacillin/tazobactam,18g plus citrate buffer in 230 ml sodium chloride 0.9%. There was no patient injury or medical intervention associated with this event. No additional information is available.